Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Over the course of 1 year, the battery longevity has decreased from 7.5 years to 4.5 years. Frequent monitoring is expected, with clinic follow-up in 4 months. This pacemaker remains in-service. No adverse patient effects were reported.